Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. (B)(4). Stoma site infection and buried bumper syndrome is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient experienced an increase in stoma site discharge with pain. The patient was prescribed unknown antibiotics by the physician for the stoma site. On (B)(6) 2022, the patient underwent an endoscopy during which a partially buried bumper was discovered. The physician removed the bumper, and replaced the pegj tubing.